Manufacturer narrative:
Per the device returned, mentor became aware that the right breast suspect medical device was a 275cc mentor memorygel breast implant (catalog: 3502751bc lot: 5850250). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with two unspecified mentor gel implants, fell during cross country skiing and subsequently was diagnosed via MRI, with intracapsular, possibly extra capsular failure of the right breast implant. The implants were also described as high riding and with the right breast implant sitting higher than the left implant with a little more contracture. As a result, the patient underwent bilateral removal with capsulectomy and revision mastopexy bilaterally on (B)(6) 2020. The devices were not replaced. This medwatch form is for the left breast prosthesis.